Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the caregiver heard an intermittent sound with a wrench light from the system controller. The system controller's display showed a driveline fault and system controller fault. The caregiver replaced the main system controller with the backup system controller. The alarm then disappeared.. The then was rushed to the hospital and when the clinical engineer checked the history on the system monitor only one driveline power fault was confirmed. The patient's home was far away so they were scheduled to be held at the hospital overnight for observation. The log files from the main and backup system controllers was provided. It was requested these log files be reviewed to guide care for the patient. The log files were reviewed and on the log files from the backup system controller contained alarms associated with a driveline disconnect on 28mar2025 at 12:59 pm. The system controller was placed in sleep mode shortly after that. There were a few low flow estimates seen prior to the driveline disconnect but there were no advisory or hazard alarms seen prior to the disconnect. The patient was switched over to the main system controller on (B)(6) 2025. These log files contained the onset of driveline power faults on 30mar2025 at 11:39 am. The pump driveline appeared to have been disconnected from the system controller a few minutes later at 11:44 am on 30mar2025. Following these events the pump was reconnected the backup system controller on 30mar2025 at 11:43 pm. The pump resumed normal operation with no active alarms. The facility noted there was no trauma to the outer layer of the driveline. On 28mar2025 the patient was having a low flow alarm due to small body surface area. The patient had the low flow software upgrade to 2.0 lpm done. The cause of the system controller fault was unknown. There were no further issues were seen after the system controller exchange. The driveline power faults were fully resolved after the patient was given the backup system controller. It was confirmed that the replacement performed by the caregiver on 30mar2025 was from the main system controller to the backup system controller. The caregiver reported the malfunction on (B)(6) 2025 and the malfunctioning system controller in use was the main system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, no additional irregular alarms were noted in the log files. Log files were submitted and downloaded for review and data from the event dates of (B)(6) 2025 were reviewed. The log files captured driveline power fault alarm on (B)(6) 2025 from 11:39:06 to 11:44:59 associated with a pwr_a_broken faults from 11:39:04 - 11:39:06. The driveline was disconnected on (B)(6) 2025 at 11:44:59 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed preliminary and functional testing; the controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.